Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no reported impact to the customer's blood glucose level, as the caller declined to answer if their blood glucose exceeded 500 mg/dl. Technical support guided the caller through completing the load process, including ensuring the use of room temperature insulin and avoiding overfilling the cartridge, and successfully assisted them in resuming insulin delivery.